Event description:
Pt with metastatic lung cancer & respiratory failure on telemetry. Pt had pacemaker and was experiencing respiratory difficulty throughout the night of 10/7 - 10/8. The pt was dnr. The nurse saw the pt at 0530 ar which time he was noted to be breathing with a pulse oximetry at 95%. At 0605 when the nurse checked the pt, the pt was pulseless & no respirations. Telemetry alarmed at 0612. Pacemaker firing noted on strip. Md questioned whether or not the alarm mechanism worked correctly & should have gone off earlier thus alerting staff of pt's status. This is an fyi report.